Event description:
It was reported that while on a pt, direct after the pt had been intubated, the anesthesia machine failed to deliver oxygen to the pt and alarm for low oxygen concentration was generated. The pt saturation dropped to 10% and the pt was removed from the anesthesia machine and was manually ventilated. There was no pt injury reported. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).